Manufacturer narrative:
A1-6: information was not provided. B3: estimated date of event since the exact date was not reported. H-10: the product was not returned for analysis and no lot number was provided. 3m¿ remover lotion was used with electrocautery/reassembly of device. The product label contains a warning that 3m remover lotion is flammable until dry and the directions for use state to wipe the lotion off with a disposable towel. End of report.

Event description:
A flammability event was reported after application of 3m remover lotion. A sunburn-like burn resulted on the chest when a plastic surgeon was removing skin tags while another clinician was removing 3m duraprep surgical prepping solution using 3m remover lotion. The remover lotion was placed in the sterile field. The surgeon had reassembled the cautery to fix a bleeding vessel while duraprep was being removed when the incident occurred. No further information has been received. ·